Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint from a customer stating "something stuck, cannot pass forcep" involving pentax model ec-3490li/serial (B)(4). The device was returned to pentax for evaluation. The pentax endoscope technician confirmed a rubber check valve (pentax model oe-c14) lodged inside the biopsy inlet t-piece. This finding confirmed the customer's complaint. Other inspectional findings included: insertion tube severe discoloration at stage 1. Up angulation decreased. Insertion tube bump at stage 1. Image spots. Leak at side body cover. Failed wet leak test. Failed dry leak test. Up/down angulation knob play -control body root brace nut separated from rubber. Down angulation decreased. Right/left angulation knob play. Left angulation decreased. Right angulation decreased pentax medical contacted the initial reporter to gather additional information on the event. A response was received by the initial reporter on 06/07/2016 stating the blockage was noticed when the physician attempted to insert the biopsy forceps in the channel. The initial reporter also stated the forceps were immediately removed, the colonoscope was switched out with another to complete the procedure, and no injury or issues were experienced with the patient. On 06/13/2016, the initial reporter confirmed via email that the patient did not report any symptoms of illness and was not recalled for screening. Pentax medical completed repairs on the colonoscope involved in the event, which included replacement of the following components: o-rings and seals. Distal end assy with tubes. Objective lens unit. Adjusting collar. Angle wire assy. Bending rubber. Distal attaching plate. Insertion flex tube. Segment assy attaching screw. Rl pulley assy. Ud pulley assy. Root brace rubber lg body. The colonoscope was shipped back to the customer on 05/20/2016. Pentax medical is currently investigating this event.

Manufacturer narrative:
(B)(4) (exemption number e2015036).

Event description:
According to the instructions for use (IFU) for reprocessing/maintenance of pentax video gi scopes 90i series, it states "be aware that during reprocessing, check-valves oe-c14 should be removed from the water jet adapter, oe-c14, to allow for unrestricted flow of reprocessing agents through the pentax water jet channel system. During clinical use, a check-valve, oe-c14, should be attached to the check valve unit, oe-c12, within the pentax water jet channel system". Also note, a set of 10 pieces of the oe-c14 check-valve are optionally available in a package as model oe-c15. The instructions for use involving inspection of the forward water jet (for scopes with forward water jet system) states "prior to use, the water jet check-valve adapter (oe-c12) should be inspected. Open the water jet connector cap (of-b118). Turn the water jet adapter counterclockwise and remove it from its cylinder. Make sure that the black rubber check-valve (oe-c14) is properly attached to the bottom of the water jet adapter unit (oe-c12). If the rubber check-valve is missing or not attached properly, correctly reposition the check-valve by turning it several times on the water jet adapter unit. The rubber check-valve is a reusable component and should be reprocessed after each use". Also, "prior to "automated reprocessing" check and confirm the lumens/channels to ensure that all internal channels are unblocked and/or unclogged". A device history review was performed on 25/oct/2016 confirming the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.